Event description:
The report received from the (B)(4) states that during the placement of the cypher stent, an edge dissection occurred. Also adjudication notes were received and the cec committee agrees that the patient suffered a myocardial infarction (mi) approximately two months post index procedure due to a 50% side branch occlusion. The patient is a (B)(6) male with a history of four pcis, most recent in (B)(6) 2009, dyslipidemia, hypertension, mi in 2004, and diabetes who presented with braunwald class iiib angina/ccs class IV angina, and an 80% stenosis of a de novo lesion in the distal circumflex (cx). On (B)(6) 2010, the patient underwent the index procedure with pre-stent balloon angioplasty and placement of one cypher (cxs28350/ lot 15096801) stent in the proximal 1st obtuse marginal (om). The procedure was complicated by an edge dissection, which was treated with placement of additional two cypher (cxs13300/ lot 15087071 and cxs08300/ lot 150965729) study stents. It was noted that the second stent (cxs13300/ lot 15087071) that was placed distal to the first stent, also caused a dissection. To treat the dissections, a third cypher stent (cxs08300/ lot unk) was placed, overlapping the previously placed stents. The angiographic core lab identified location of the target lesion in the 2nd om and reported a 35% final residual in-lesion stenosis with no dissection and timi 3 flow and a 40% final stenosis in the bifurcating side branch of the distal cx. The procedure was successfully completed. The post-procedure course was uncomplicated and the patient was discharged the next day on dual antiplatelet therapy.

Manufacturer narrative:
The report received from the (B)(4) study states that during the index procedure the patient had a coronary artery dissection and peri-procedural mi; further the patient experienced multiple episodes of angina post index procedure. The patient is a (B)(6) male with a history of four pcis, most recent in (B)(6) 2009, dyslipidemia, hypertension, mi in 2004, and diabetes who presented with braunwald class iiib angina/ccs class IV angina, and an 80% stenosis of a de novo lesion in the distal circumflex (cx). On (B)(6) 2010, the patient underwent the index procedure with pre-stent balloon angioplasty and placement of one study cypher ((B)(4)/ lot 15096801) stent in the proximal 1st obtuse marginal (om). The procedure was complicated by an edge dissection, which was treated with placement of additional two cypher ((B)(4)/ lot 15087071 and (B)(4)/ lot 150965729) study stents. It was noted that the second stent ((B)(4)/ lot 15087071) that was placed distal to the first stent, also caused a dissection. To treat the dissections, a third cypher stent ((B)(4)/ lot unk) was placed, overlapping the previously placed stents. The angiographic core lab identified location of the target lesion in the 2nd om and reported a 35% final residual in-lesion stenosis with no dissection and timi 3 flow and a 40% final stenosis in the bifurcating side branch of the distal cx. The procedure was successfully completed. The post-procedure course was uncomplicated and the patient was discharged the next day on dual antiplatelet therapy. (B)(6) days post procedure, the patient presented with unstable angina to rule out mi. The event was reported to be resolved the next day. Additional information was requested from the site, however, no source documents were provided with the following response: "pi reviewed. No mi occurred. No source docs will be sent." Approximately (B)(6) months post procedure the patient presented with angina that was reported to be resolved the next day. Cardiac enzymes were drawn and showed the ck was 34 (nl 397, ratio <1), the ckmb was 1.4 (nl 6.3, ratio <1), and the troponin was 0.12 (nl 0.1, ratio 1.2). The site stated: "pi reviewed. No mi occurred. No source docs will be sent." Repeat angiography was performed at that time. The angiographic core lab reported a 33% in-lesion restenosis with no thrombus and timi 3 flow and a 50% stenosis in the bifurcating side branch. The angiographic core lab commented: "widely patent study stents." No revascularization was performed. At a twelve month follow up the patient was diagnosed with unstable angina. Angiography was not performed. There was no reported major adverse event. The event was medically managed. The study stents remain implanted thus unavailable for analysis. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 3003742446-2012-00194, 3003742446-2012-00196, and 3003742446-2012-00197.

Manufacturer narrative:
Three days post procedure, the patient presented with unstable angina to rule out mi. The event was reported to be resolved the next day. Additional information was requested from the site, however, no source documents were provided with the following response: "pi reviewed. No mi occurred. No source docs will be sent." Approximately two months post procedure, the patient presented with angina that was reported to be resolved the next day. Cardiac enzymes were drawn and showed the ck was 34 (nl 397, ratio <1), the ckmb was 1.4 (nl 6.3, ratio <1), and the troponin was 0.12 (nl 0.1, ratio 1.2). The site stated: "pi reviewed. No mi occurred. No source docs will be sent." Repeat angiography was performed at that time. The angiographic core lab reported a 33% in-lesion restenosis with no thrombus and timi 3 flow and a 50% stenosis in the bifurcating side branch. The angiographic core lab commented: "widely patent stents." No revascularization was performed. At a twelve month follow up the patient was diagnosed with unstable angina. Angiography was not performed. There was no reported major adverse event. The event was medically managed. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 3003742446-2012-00194, 3003742446-2012-00196, and 3003742446-2012-00197.